Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture intermittently since implant. It was noted that the rv lead was not fixated to the tissue well. The physician had attempted to reposition the rv lead three times. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.